Event description:
Low sorbing tubing separated while pt receiving taxol during chemotherapy treatment causing spill. One employee sustained direct skin exposure, second employee cleaned spill and suffered respiratory distress. Tubing separated previously on 9/98 without incident.

Event description:
Low sorbing tubing separated while pt receiving taxol during chemotherapy treatment causing spill. One employee sustained direct skin exposure, second employee cleaned spill and suffered respiratory distress. Tubing separated previously on 9/98 without incident.